Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) in both eyes (ou) at post treatment. The topical steroid dosage was increased and oral steroid (prednisone) was prescribed. A flap lift and rinse were performed. It was stated that the patient had no loss of best corrected visual acuity (bcva) and the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -6.25 x -.75 x 138, left eye pre-op 20/20 -5.50 x -.50 x 40.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.